Event description:
Pt is post CABG. Intra-aortic balloon pump catheter in use via right groin. Alarm sounded and blood noted in catheter with failed response on datascope. Pt remained hemodynamically stable. Iabp catheter removed.